Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant detect function on the implantable pulse generator (ipg) was changing the electrogram (egm) vectors. The ipg was subsequently explanted and replaced. No patient complications have been reported as a result of this event.